Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the light illumination from the light guide was noticeable dark due to breakage in the light guide bundles. Upon further inspection, it was observed that there was noise on the image and the image could not be seen due to damage on the charge-coupled device unit caused by the breakage of the image sensors. Due to the damage on the charge-coupled device unit, the insulation resistance value did not meet the standard value. It was also observed that there was a chip in the adhesive on the bending section cover due to chemical or physical stress. It was observed that the bending tube was deformed due to physical stress. Due to this deformation of the bending tube, the angulation lever did not move smoothly. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the bending section could not be fixed firmly due to damage to the lock engagement lever. It was also observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was observed that the video connector case was cracked due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, universal cord, video connector case, video connector, light guide connector, light guide cover glass, right-left plate, up-down plate, angulation lever, switch 1, grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a dark image/ insufficient light from the light guide lens. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was image noise, and the image could not be seen which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.